Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected fields: e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "no image" was caused by device was not repaired by olympus. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center had a ¿no image¿ error. The issue was found prior to use. The procedure was completed with a similar device and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the control has aged. The printed circuit cardboard was defective, and the cp board and dx board were rusty. Additional findings are as follows: front panel had poor appearance, failure of portable memory of pc cards, 3rd party repair, and top cover had poor appearance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.